Event description:
A community clinic nurse called to report this incident. She stated that the suspect device was used to check the patient's blood glucose and a result of over 300mg/dl was obtained. The pt then took 4 units r insulin and an unknown amount of nph insulin. The pt then had a low blood glucose reacton. The pt was taken to the hospital, where a hospital meter registered the patinet's blood glucose at 46mg/dl. The patient was then given glucose and instructed not to administer nph insulin. Upon review of the suspect device memory the value obtained was 346mg/dl. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.